Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues. A CT confirmed electrode migration. Programming adjustments were made; however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. Correction: section b.1, b.2, & h.10. Advanced bionics considers the investigation into this reportable event as closed. On january 06, 2026, the recipient reportedly underwent repositioning surgery. The recipient's device was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.